Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via (B)(6) tracker of low blood glucose readings from the insulin pump. The customer's blood glucose reading was in the low 40's mg/dl. The customer stated that she had issues with her site due to being tired and shaky. The customer stated that she site came out when tape was folded over. The customer stated that she could not get the bubbles out.